Manufacturer narrative:
Unit passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in pump history (variable info = 3) due to broken trace on u1 keypad assembly. Unit passed the sleep current measurement and active current measurement test. No failed batt test alarms noted during testing. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failures alarm and did not received the alert before low alerts. Customer¿s blood glucose level was 145 mg/dl. Troubleshooting was performed. Customer was able to clear the alarm and able to complete rewind. Self test was performed and it was passed. Insulin pump also had failed battery alert. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.